Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, there were episodes of noise resulting in oversensing noted on the right ventricular (rv) lead and the lead delivered inappropriate therapy due to the noise. A lead revision is anticipated and the patient was in stable condition.